Event description:
It was reported that the patient's heart rate was beating erratically while using a battery operated hand drill close to the device. The patient has not been seen by a healthcare professional. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4396-88 lead, implanted: (B)(6) 2013. (B)(4).